Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, into an unknown bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon in an attempt to expand the ring of the surgical valve. Three inflations were performed. Following the bav, echocardiogram and angiography indicated central aortic insufficiency. Subsequently, a second valve was successfully implanted valve-in-valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received: the severity of central aortic insufficiency was severe. If information is provided in the future, a supplemental report will be issued.